Manufacturer narrative:
The technician found the mattress ticking worn through in several places. Technician replaced the mattress ticking with a revitalization kit to resolve the issue.

Event description:
Technician alleged that the mattress had fluid ingress. No pt impact.